Event description:
Pt on lung tx awaiting list placed on v-v ECMO (B)(6) 2012 at 0655. Additional aortic cannula added on (B)(6) 2012 to switch to v-a ECMO. On (B)(6) 2012 at 1100 pump head changed due to dropping flows and grinding noise. Significant clot formation was noted in the pump head. Again, on (B)(6) 2012 at 2200, sudden drop in flow and loud grinding, entire circuit changed out. Significant clot noted in pump head. On (B)(6) 2012 ij cannula was removed, pt eventually terminally weaned (B)(6) 2012 at 1645. (B)(4). Event abated after use stopped or dose reduced? Yes.